Event description:
The suspect device showed variation in test results when compared to the lab. The following test results were reported: inratio= 7.5, lab=4.4. Further tests were performed comparing 3 different inratio meters with the lab which yielded the following results: meter 1=1.1, meter 2=0.9, meter 3=1.2, lab=1.0.